Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and found to have an area of compression. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-10-31 (B)(6) (hcp, rep): information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 2.5 mg/day) via an implantable infusion pump. It was reported that the hcp tried to aspirate the catheter during a previously scheduled pump replacement case and could not. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced with a new ascenda catheter. The issue was reported as resolved and the patient was alive with no injury. It was noted that the catheter would be returned for analysis. No further complications have been reported as a result of this event. On 2019-11-11 reporter (rep): no additional information was contained in this document.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 2.5 mg/day) via an implantable infusion pump. It was reported that the hcp tried to aspirate the catheter during a previously scheduled pump replacement case and could not. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced with a new ascenda catheter. The issue was reported as resolved and the patient was alive with no injury. It was noted that the catheter would be returned for analysis. No further complications have been reported as a result of this event.